Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported events as follows: precautions: ¿ "juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc had "blown all of the place on the cap during injection." Patient contact did occur. No injuries occurred to any party. Packaged needle was used for injection.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed to syringe.

Event description:
Healthcare professional reported 1 syringe of juvéderm® ultra xc had "blown all of the place on the cap during injection." Patient contact did occur. No injuries occurred to any party. Packaged needle was used for injection.